Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - reliability laboratory technician, (B)(4) reliability laboratory - failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.